Event description:
It was reported that the surgeon inserted a 23.0 diopter aa4204vf plate silicone lens. Due to sudden release of lens from injector/cartridge a posterior capsular tear occurred. The lens was removed and a vitrectomy was performed. Surgery was completed using another lens. Contributing patient condition "dense cataract." The pt's pre-op best corrected visual acutiy 20/200 with a pre-op refraction -4.50 = 075x60. Post-op best corrected visual acuity 20/40. Post-op refraction -3.00+2.00x85. The reporter stated that the cartridge and injector was the cause of the posterior capsule tear.